Event description:
Customer reports loss of telemetry monitoring due to no response from access point affecting 75 patients for 2 hours. There was no reported pt injury associated with this event.

Manufacturer narrative:
The info supplied by the ge field engineer will serve as the source of info for this investigation. The field service engineer determined that the sync master was not working and switched to the back-up sync master. After rebooting access points (ap's), the ap's started to come back on-line and functioning as designed. Losing the sync master would cause a loss of synchronization for the ap's, which would cause rf excessive collisions (excessive network traffic) between the ap's and would cause radio frequency drop out for telemetry transmitters in all areas. The sync master was replaced with the backup sync master and the system is now operating as designed. The issue has not reoccurred since the sync master was replaced.